Event description:
Information received indicates the bed is going up by itself.

Manufacturer narrative:
The technician investigated and found cleaning solution had saturated the foot board connectors. The technician cleaned the connectors with an electrical contact cleaner to repair the bed.